Event description:
It was reported that a study participant experienced a severe low blood glucose event after drinking alcohol in the evening while using the ilet system. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported. Investigation included a review of the event details and user-reported circumstances. Investigation of this case revealed no device malfunction was identified and no component-specific issue was indicated, with the event associated with unclear cause in the context of alcohol intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.